Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no revision had been done to date. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID neu_unknown_lead serial# unknown implanted: (B)(6) 2018 product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the implantable neurostimulator (ins) was turned back on. There was some discussion regarding lead replacement, but not scheduled as of december 11th, 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID: neu_unknown_lead, serial/lot #: unknown, (B)(4) pertains to neu_unknown_lead (unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient complained of inadequate pain relief from the time of the first office check after surgery. The hcp noted that x-rays were done on (B)(6) 2018 which revealed some movement of the right lead. The hcp stated that several reprogramming was done, spinal injections were done, and the ins had been turned off for 2 days to see if the pain was any worse without stimulation. The hcp noted the patient¿s pain was the same. The hcp noted there was some discussion regarding lead replacement, but not scheduled to date. The hcp stated the event was unlikely related to the device or therapy and was possibly related to the implant procedure. The hcp noted the patient had injections on (B)(6) and the ins reprogrammed on (B)(6). The hcp noted the ins was turned off on (B)(6) and turned back on (B)(6). The hcp noted the event was ongoing at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported the event was unresolved with no further action planned. The hcp noted the device was reprogrammed on (B)(6) 2018. It was the hcp was unable to get perfection to reach the right side. It was noted as of (B)(6) there was no further action planned. There were no further complications that have been reported as a result of this event.